Manufacturer narrative:
The device was disposed of at the user facility. No lot code information or pictures were provided. After repeated attempts to obtain more information, we were unable to get enough information to conduct an investigation. The complaint was unable to be confirmed at this time. Root cause is unable to be determined at this time. This should be considered the final report, however if additional information is identified then it will be submitted in a supplemental report.

Event description:
Complainant alleges "customer said a fire was started when the cautery was laid down. Customer said there was no injuries to staff or patient. Just that a fire was started."